Event description:
My home high flow oxygen concentrator failed. Call made to company to come evaluate/replace at lunch time. No return call confirming home visit or replacement of faulty equipment. Called back 4 hrs later was supposed to receive a call re f/u - no call. Called back 2 hrs later - office closed and still no word. After repeated attempts finally a therapist called and stated he would probably not make it to the house before 10pm. This is not the first incident with poor service/eval and follow through. This is however the most dangerous. Pt has a portable which has a battery life of 45 min to 1 hr. Pt is tethered to this device as it needs to stay plugged in. Limiting independence dignity and function. The supply company had only provided a total of 3d cylinders and 1 e cylinder which at 6lpm oxygen flow offers a drop in the bucket. FDA safety report ID# (B)(4).